Manufacturer narrative:
The pod was not returned for evaluation - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. In addition, we are unable to confirm whether the reported cannula kink had contributed to insufficient insulin delivery. Based on the bg history provided by the customer, however, it can be assumed that the cannula king was a potential contributing factor. The customer had delivered multiple correction boluses over a twelve hour time frame; it is expected that his bg levels would have lowered in response. In some instances his levels lowered, while in other instances his levels rose, despite the correction boluses. (We cannot determine whether this was due to physiological conditions or whether the reported cannula kink may have been a factor.) In addition, the pod had not initiated an occlusion alarm in response to the cannula kink. If insulin flow to the user was obstructed by the kink, the pod should have initiated an occlusion alarm. Although, it cannot be confirmed through a device evaluation, the pod is assumed to have been a contributing factor to the customer's high bg levels based on the information provided in the report. Lot qualification test results for this pod lot revealed no failures that resulted in an occlusion alarm. The lot passed the acceptance criteria.

Event description:
The customer experienced consistently high bg levels throughout the day (294mg/dl - 464 mg/dl). A number of correction boluses had been administered, but on multiple occasions her bg levels failed to lower in response. The cannula was reportedly "bent and had a small amount of blood around the end of it;" no occlusion alarm was initiated. The pod will not be returned for evaluation.